Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
The patient's spouse reported that, since the implant, the patient has been to the emergency room multiple times. The patient experienced shortness of breath, trouble walking, and had some hallucinations. They feel that the implantable pulse generator (ipg) is set too high for the patient and is having symptoms when it is set at that rate. Reprogramming has been performed and the device remains in use. No patient complications have been reported as a result of this event.